Event description:
Per st. Jude medical, there were episodes recorded where this pt was shocked due to noise. The representative was able to reproduce minimal noise with isometrics. Because the device is almost at eri, the physician chose to monitor the pt for now and to reassess at device change out. Should more info become available, this report will be updated.